Manufacturer narrative:
Testing of actual/suspected device: during a preventative maintenance (pm) service, the getinge field service engineer (fse) found that the iabp failed calibration and was unable to calibrate, to fix the issue the fse replaced the (0682-00-0091-01) pressure transducer then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) was unable to calibrate. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h4.

Event description:
N/a.